Manufacturer narrative:
An internal investigation was performed due to a false susceptible vancomycin result (va) on vitek 2 v7.01 ast-p592 with one strain of enterococcus faecium. The customer strain was subcultured on cba (biomérieux) medium, under aerobic atmosphere. Identification was confirmed to enterococcus faecium with the vitek 2 gp card. The pcr was positive for the gene vanb. Broth microdilution (bmd) was performed as reference method for vancomycin formulation used in the ast-p592 card: va mic = 8 mg/l r vitek 2 testing included seven (7) ast-p592 cards from two customer lots (cl1 : 3720683403, cl2 : 3720669403 ) and a random lot (rl : 3720634103). Vitek 2 results : cl1 : mic <=0.5 mg/l (s) for one card and mic = 8 mg/l (r) for two cards cl2 : mic = 8 mg/l (r) for two cards and mic >= 32 mg/l (r) for one card rl : mic = 8 mg/l (r), one card tested the false susceptible result obtained by the customer is reproduced in-house on one card of the cl1. It leads to a very major error of category (vme) and then to the non-detection of the van b like phenotype. This susceptible result was not reproduced on the other cards of the same lot or the other lots. Those results are within essential agreement with the reference mic(bmd) except one of the card of the cl2 (>2dd) but that does not lead to any category error. A resistant glycopeptide phenotype (van b like) is correctly given by the aes.

Event description:
A customer from (B)(6) contacted biomérieux to report a false susceptible vancomycin result (mic <= 0.5) for an enterococcus faecium strain in association with the vitek® ast-p592 test kit. Repeat testing via ast-p592 card was not performed. Testing via pcr method indicated vancomycin resistance. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to the patient's state of health. Biomérieux requested strain submittal from the customer. A biomérieux internal investigation will be initiated.